Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported their blood glucose declining to 47 mg/dl. It was also found the customer had a few low blood glucose events in the past few weeks. The customer also reported the threshold suspend feature was triggered multiple times. It was also found the customer had issues with the cannula on their infusion sets causing no delivery alarms. Customer stated the alarms caused their blood glucose to rise. The customer declined to return the insulin pump for analysis.